Event description:
Additional information received reported that the epidural lead had been turned off in order to save battery charge as the lead had had high impedances and the patient wasn¿t receiving paresthesia in the butt or legs. The patient had coverage of the lower back, but needed coverage of the butt and legs. The patient was going to schedule an appointment with a manufacturer representative to verify that the impedances were high and to see if the paresthesia could be recovered.

Event description:
It was reported that the patient was calling to schedule an appointment with the manufacturer representative for reprogramming. The patient needed to be reprogrammed because the stimulation was not working and had not worked for over a month. About a month ago the patient turned off the implantable neurostimulator (ins) because the stimulation was not working and the patient didn¿t turn it back on. It was later reported that the patient was having concerns, and was seeking assistance, but did not have a scheduled appointment. Additional information received reported that the manufacturing representative met with the patient in (B)(6) 2013. At that time, they discovered the patient had one epidural lead and two subcutaneous leads for the low back pain. It was determined that something was wrong with the epidural lead as there was no coverage when using it and high impedances. Therefore the epidural lead was turned off at that time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v871891, implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger; product ID 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3888-45, lot# v871891, implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had an appointment scheduled on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was reprogrammed. No outcome was reported regarding this event. Further fo llow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.